Manufacturer narrative:
Analysis of the catheter found that there was a kink observed in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014 explanted: (B)(6) 2018 product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 2,000 mcg/ml fentanyl at 245.3 mcg/day, 20 mg/ml bupivacaine at 2.453 mg/day, and 2 mg/ml morphine 0.2453 mg/day. The reason for use was phantom limb syndrome and pain. Allergies were iodine, bees, pcn, and nova cane. Comorbidities were seizure disorder, htn, dm, copd, chf, and cardiac stents x2 in 2016. The patient had increased pain and they did a dye study on (B)(6) 2018 where they were unable to aspirate the catheter. When they performed the revision to revise the catheter it was noted to have 2 kinks in it. One kink was before the anchor and one was after the anchor. The doctor has reported this as a dynamic kink of the catheter. The catheter was replaced by another product of the same manufacturer on (B)(6) 2018. The product would be returned and was in the possession of the rep. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient status was listed as ¿alive ¿ no injury.¿ the product was received by the manufacturer for analysis. The hcp has no further information for the manufacturer. There were no further complications reported/anticipated.